Event description:
A revision surgery was performed because the abgii ceramic insert fractured.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the united states but a similar device is commercially available in the united states.